Event description:
The customer reported via phone call that her blood glucose has not been able to come down. Customer put in a new set yesterday and her blood glucose was 225 mg/dl. Customer's sensor glucose reading was 259 mg/dl. Customer had been bolusing with the pump. Customer had bathroom breaks and felt thirsty. Customer stated that he will treat with a nova pen instead. Customer stated that there was an air bubble bigger than the size of a soda bubble. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.